Manufacturer narrative:
A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices were found to be satisfactory.

Event description:
A report was received that the patient had developed mrsa after trial lead pull. The patient had drainage and fever. The patient also had an epidermal abscess and was positive for (B)(6) infection. The patient was placed on IV antibiotics for eight weeks.

Manufacturer narrative:
Model number/catalog number: sc-2316-50e, serial number: (B)(4), batch/lot number: 5087009, model/catalog description: infinion 16 trial lead kit 50 cm.

Event description:
A report was received that the patient had developed (B)(6) after trial lead pull. The patient had drainage and fever. The patient also had an epidermal abscess and was (B)(6) infection. The patient was placed on IV antibiotics for eight weeks.